Event description:
I was supplied with a CPAP device for sleep apnea. In 2008, the on/off switch was broken and I contacted air liquide. A loan machine was supplied for the period of the same month to approx the end of the following month. From the first night I used, I suffered major heart trauma in the form of irregular heart beat. I was transported to hospital four times during the period I used the loan machine, including two episodes of the sensation of not breathing. I spoke to another user of the same device and he said he used it because he suffered from irregular heart beat. I searched the resmed website and I found this page, the problem I had with it was that if I had the mask on when I turned the machine off, I was suffocated and I had to gasp for air. My wife said that she could hear the machine cut out during the night, and the panel light would come on. I contacted air liquide and discussed the situation with them. I suggested that the CPAP device be returned to resmed for evaluation. I spoke to my heart specialist and he agreed that the most likely cause of the problem was oxygen deprivation. The discussions with air liquide were unsatisfactory and I contacted MFR. Rep asked air liquide to send the device to her. After much delay by air liquide they advised rep on the 12/04/08 that the machine had been destroyed because I wanted it out of circulation. In an email from rep -01/29/09- she said that she is unable to pursue the matter further. Since the return of my machine, I have had no health problems. I have copies of emails between myself and rep. I have compiled a summary of the events during this period. I am reporting this as I believe that air liquide staff should not have ignored my initial complaint. Dates of use: 2008. Diagnosis or reason for use: sleep apnoea. Event abated after use stopped or dose reduced: yes.